Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse(+), into the right side of jaw on the day prior to this report, (B)(6) 2024. Batch number was reported as a00119840 (expiry date: 08/2025). The batch record review was received and the lot number for radiesse(+) was confirmed as a00119840 (expiry date: 08/2025). A lot search in the global safety database was conducted. In january 2024, after the radiesse(+) injection, the patient experienced a swelling and discoloration in the right jaw. The reporter thought it was a compression, not occlusion and was flushing the area with saline. The outcome of the events was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event compression (pt: vascular compression), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse(+) injectable implant, lot number a00119840, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.